Event description:
Iphone stopped reading sensor; did not read sensor after 2 new downloads of app; iphone 11se not reading new sensor and lost all data with downloads. Customer support outside USA not resolve iphone issue, cannot speak understandable english. Asked for management escalation to resolve. Not resolved 5/7/23. Next step is post abbot cgm iphone defects on internet, escalate to corporate hq for terrible customer service and change cgm brand which works with iphone.